Manufacturer narrative:
Correction: manufacturer, establishment, date of manufacturer. Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep 419. A review of manufacturing records identified no anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Hip revised as dislocated ? Stem and cup remain insitu. Liner replaced with a constrained liner to prevent further dislocation and head replaced with a new 28+6 head.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.